Event description:
It was reported that during an office visit, the right ventricular lead exhibited high thresholds and loss of capture at maximum output. The lead was fractured. The lead was capped and replaced. The patient was doing well post procedure.